Event description:
It was reported that during a da vinci surgical procedure, the curved bipolar dissector instrument would not grasp. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on in-house system and recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and there were no issues with grasping. An additional observation not reported by the site was that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removal, could cause or contribute to an adverse event, if to recur.